Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar fusion surgery due to spondylolisthesis. Intra-op, the set screw slipped and surgeon removed the set screw from the patient body. No patient complications were reported as a result of this event.